Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported receiving a "replace sensor" message after 7 days of wearing the adc freestyle libre sensor. Customer experienced sweating, dizziness, seizure and lost consciousness and was administered with glucagon injection by the caregiver. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Performed visual inspection on the sensor plug assembly, no issues were observed. Extended investigation was also performed on the returned product. Extracted data from the returned sensor using approved software. Sensor found to be in a sensor state 6 (indicating abnormal termination).the sensor was deceased and visual inspection was performed on the printed circuit board assembly (pcba); no issue was observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified

Event description:
Customer reported receiving a "replace sensor" message after 7 days of wearing the adc freestyle libre sensor. Customer experienced sweating, dizziness, seizure and lost consciousness and was administered with glucagon injection by the caregiver. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 7 days of wearing the adc freestyle libre sensor. Customer experienced sweating, dizziness, seizure and lost consciousness and was administered with glucagon injection by the caregiver. There was no report of death or permanent impairment associated with this event.